Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which 2 non-abbott stents were deployed in the mid left anterior descending artery (lad). The patient was discharged on (B)(6) 2011. On (B)(6) 2012, revascularization was performed on the mid lad during which a 2.75x16 mm promus stent was deployed in the index lesion. On (B)(6) 2013, 718 days post index procedure, the patient was experiencing unstable angina and was rehospitalized. Angiography revealed the left main coronary artery was mildly calcified with minor irregularities. The lad (target vessel) had mid 90% instent-restenosis of the promus stent, mild to moderate disease distally and diagonal branches with minimal irregularities. The left circumflex had a widely patent non-abbott stent. The right coronary artery (rca) had total occlusion of the mid portion with a patent non-abbott stent in the proximal portion. Angiography also revealed a severe aortic stenosis. The patient was scheduled for an aortic valve replacement surgery and coronary artery bypass (CABG) and was discharged that same day. On (B)(6) 2013, 731 days post index procedure, the patient underwent revascularization of the mid lad for treatment of instent restenosis with two vessel CABG from the left internal mammary artery to the lad and saphenous vein graft to the posterior descending artery. The patient was discharged on an unknown date in (B)(6) 2013. Of note the patient had post operative atrial flutter and was treated with cardioversion. No additional information was provided.